Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device cut however did not staple. The amount of blood loss was approximately 2500cc and two units of blood were given to the patient. Another device was used to complete the procedure. The current status of the patient is recovering. One device and one reload will be returned. Additional information has been requested.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.